Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the coil was extremely stretched. The rotawire used in the procedure was returned, so it was used for functional testing. Functional testing was performed by attempting to advance the rotawire through the burr catheter and the advancer. The rotawire was not able to advance due to the extremely stretched coil. Functional testing was then performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotablator advancer was then connected to the rotablator console. When the foot pedal was pressed, the advancer was able to reach and maintain optimal rpm with no issues.

Event description:
It was reported that the catheter got stuck in lesion. A 2.00mm peripheral rotalink plus was selected for use. During procedure, it was noted that the catheter got stuck in lesion. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the catheter got stuck in lesion. The lesion was located below the knee. A 2.00mm peripheral rotalink plus was selected for use. During procedure, it was noted that the catheter got stuck in lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable.